Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the svc coil impedance showed a sudden increase and an out of range alert was noted. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information reports that the svc coil experienced a high impedance and an apparent fracture. The svc coil was electrically capped through reprogramming of the device. No patient complications were reported as a result of this event.